Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a device change, the existing right ventricular lead began reporting high impedance values when tested with an external device. The lead was connected to the new device and impedance values were still high. The lead was capped and will be replaced.